Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had exchanged 3 pumps before calling the support line. The pump was not alarming at the time and no other information is available as to why the pumps were exchanged. Hardik, an md in the heart & lung transplant unit, called for assistance with an autofill failure alarm on a cardiosave during use, no patient harm or injury was reported. Hardik stated that the pump intermittently alarmed with an autofill failure alarm. They were able to restart therapy each time, but he was inquiring about the to prevent it from happening anymore. Troubleshooting by esp team member determined the patient was stable with an axillary balloon. Off label disclaimer provided. The esp personel discussed the potential causes of the autofill failure alarm, hardik included that there was a loop in the secured balloon, but he did not want to reposition it overnight without a surgeon present. Hardik also informed me they had exchanged 3 pumps before calling the support line. The pump was not alarming at the time of the call and hardik agreed to inspect the balloon catheter more closely for any signs of possible bend in the tubing and the plan to inform the day shift team of the need to resecure the balloon, relieving any bends. He has no further questions.

Event description:
N/a.

Event description:
(B)(6), an md in the heart & lung transplant unit, called the emergency support program for assistance with an autofill failure alarm on a cardiosave during use. (B)(6) stated that the pump intermittently alarmed with an autofill failure alarm. They were able to restart therapy each time, but he was inquiring about the to prevent it from happening anymore. Troubleshooting by esp team member determined the patient was stable with an axillary balloon. Off label disclaimer provided. The esp personnel discussed the potential causes of the autofill failure alarm, (B)(6) included that there was a loop in the secured balloon, but he did not want to reposition it overnight without a surgeon present. (B)(6) also informed that they had exchanged 3 pumps before calling the support line. The pump was not alarming at the time of the call and (B)(6) agreed to inspect the balloon catheter more closely for any signs of possible bend in the tubing and the plan to inform the day shift team of the need to resecure the balloon, relieving any bends. No patient harm or injury was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field - h6 (type of investigation).

Event description:
N/a.